Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - persona partial articular surface right medial size f 9mm, catalog #: 42528200609, lot #: 63826989; persona cemented partial femoral component size 5 right medial, catalog #: 42558000502, lot #: 6393852.3 the complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address discomfort and tibial component loosening approximately four (4) months following knee arthroplasty. No additional patient consequences were reported.